Event description:
It was reported that a malfunction occurred with the pump, and the customer was unable to reset it initially. A malfunction code was displayed, but the customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse effects. The customer resolved the issue by placing the pump on a charger at home, after which the malfunction alarm was cleared, and insulin delivery was resumed successfully.